Event description:
Boston scientific received information from the health care professional (hcp) that the patient's pacemaker went to elective replacement time (ert) early. The patient was last seen a month prior with a magnet rate of 100 and showing one year remaining. Currently, the device shows elective replacement indicator (eri) with a magnet rate of 85, the patient also reportedly felt lightheaded with activity and was not feeling well since he came back from a trip. Boston scientific technical services (ts) discussed remaining longevity estimates of a device in relation to the magnet rates and explained how lose rate response could affect patient's lightheadedness with activity. Ts indicated the reason why device went to eri sooner than expected was probably because the patient was pacing more in the ventricles. However, ts suggested returning the device for analysis after device changeout. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Additional information indicated that the device was explanted and was returned. No adverse patient effects were reported.